Event description:
Rptr was hospitalized in 1993 and diagnosed with microplasma infection. She had extreme fatigue, weakness, depression, memory loss, pain and numbness in most of her body. Over the next few months her muscle strength deteriorated. Most of the time she is unable to walk, her husband carries her. She had her implants removed 12/5/94 and is getting better every day.